Event description:
Product surveillance contacted the home patient (hp) on (B)(4) 2012 regarding an unrelated alarm. The hp stated they had an infection in their catheter and has been switched to hemodialysis therapy. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn stated that the hp had been diagnosed with peritonitis (date not reported). The pdrn stated that the hp was not hospitalized for the event. The hp was treated with ancef and gentamycin ip (dose and frequency not reported) the hp also had the pd catheter removed and was switched to hemodialysis. The hp had been experiencing chronic peritonitis on-going over the course of 3 months. Since the catheter was removed, the hp has been recovering from this event. The pdrn stated that the cause of the peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11h31070) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.